Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high capture thresholds and while testing different threshold in different vectors, the patient experienced phrenic nerve stimulation. The physician tried several times to reposition the lead without success. The physician decided not to implant the lead and implanted a single chamber pacer. No adverse consequences to the patient. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.